Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch, cable assembly, footswitch cable assembly, and footswitch interface pcba were all replaced to address the issue. The footswitch was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 28, 2009. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on december 10, 2013. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and tested. The returned footswitch was found to meet specifications. The footswitch was found to meet specifications. The root cause of the reported event can be attributed to the non-conforming footswitch cable assembly, and footswitch interface pcba, which is part of the system, and is most likely the result of system wear. (B)(4).

Event description:
A customer reported the footswitch was not recognized during a cataract procedure. The footswitch was exchanged but the issue persisted. The case was completed with an alternate system. There was no harm to the patient.